Event description:
The user facility reported the washer door was not lifting or advancing baskets into the washer. An employee attempted to manually advance a load basket from the sonic chamber through the washer and received a cut on her hand. The employee sought and received medical treatment from the facility's occupational health department. The employee did not miss time from work.no procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, evaluated the washer and found the pneumatic cylinder from the sonic lifting system was losing pressure and drifting down during the conveyer advance function. The technician replaced the pneumatic cylinder, ran several test cycles and confirmed the unit was operating to specification. The washer was installed in december of 2009 and is currently under steris service contract. The last preventive maintenance was performed on june 26, 2014 at which time the washer was verified to be operating to specification. The reliance vision multi-chamber washer operator manual (1-1) states, "warning - personal injury hazard: when basket is present on the load table, keep fingers and hands away from wash chamber door and moving basket. In case of an emergency situation involving the conveyors, always press emergency stop pushbutton to stop all washer/disinfector and conveyor operations." Following the event, steris quality spoke with the facility's sterile processing supervisor to ensure the employees are aware that operators are not to attempt to manually advance baskets into the washer chamber and to keep hands away from the washer chamber door. The supervisor stated the hospital is aware of the proper safety protocol and the employee should not have placed her hand near the washer door.